Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin occlusion alert on the ilet while on the ¿do you see drops¿ screen and was disconnected from the body during that screen; the user was guided out of the screen and completed a full supply change, after which the occlusion condition resolved. Symptoms included disrupted insulin delivery with risk of hyperglycemia, though no adverse clinical effects were reported. Outcomes included successful restoration of insulin delivery following the supply change, with no medical intervention or hospitalization. Investigation included customer support troubleshooting and education on device operation and supply replacement. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion at the infusion set, with resolution after changing the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was consistent with an infusion set or line occlusion related to use conditions.